Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the hospital and was admitted for cough and shortness of breath (sob) symptoms. During interrogation, this right atrial (ra) lead was found to exhibit high out of range pacing impedance measurements and high pacing thresholds. An ra lead issue was suspected to be the cause of the high out of range pacing impedances and high pacing thresholds. Subsequently, a venogram was performed, however the cause was undetermined, capture was reestablished through reprogramming to high outputs. At this time, this ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the hospital and was admitted for cough and shortness of breath (sob) symptoms. During interrogation, this right atrial (ra) lead was found to exhibit high out of range pacing impedance measurements and high pacing thresholds. An ra lead issue was suspected to be the cause of the high out of range pacing impedances and high pacing thresholds. Subsequently, a venogram was performed, however the cause was undetermined, capture was reestablished through reprogramming to high outputs. At this time, this ra lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a revision procedure was later performed where this right atrial (ra) lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.